Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
When this patient's ICD was being exchanged due to eri, it was noted that the corox lead had been capped and two epicardial leads were implanted. The lead had been capped on (B)(6) 2011 for an unknown reason. The rep at the implant called and spoke with technical services and at that time attempts were made to find the reason, but those were unsuccessful.